Event description:
A male underwent initial aaa repair in 2007. The patient's anatomy was very tortuous and calcified. The procedure consisted of placement of a zenith main body graft and three zenith iliac leg grafts and went without reported incident. In 2009, the patient underwent a secondary procedure due to a distal type I endoleak. In order to extend into the external artery, one zenith zt iliac leg graft was placed as well as an additional zenith iliac leg graft, this sealing the leak. The status of the patient is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meets the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. Specific to this case, the IFU warns that calcification at the distal iliac artery interface may affect successful exclusion of the aneurysm. Based on the provided event description, the patient's anatomy was calcified and tortuous. This may have been a contributing factor to the endoleak, however, without films to review this cannot be definitively concluded at this time. We will continue to monitor for similar incidents.